Event description:
It was reported that the right ventricular lead had increased threshold. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal segment returned and analyzed; no anomalies found.